Manufacturer narrative:
Complaint co (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and forwarded to the supplier where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states they continue to see partially spun sst samples. Quest has changed the centrifuges, and followed the instructions. Specimens are allowed to sit for 30 minutes for complete clotting before centrifugation. Specimens are inverted 5-10 times after collection. This client started using quest for laboratory testing in november. This has been a consistent issue since they started. For the last month or so quest has asked the clinic to pipette the serum from the sst to prevent this problem. Prior to them removing the serum from the sst they were seeing this issue multiple times each day. It will be hard to the exact statistics. When asked for further explanation of partially spun samples, the customer advised to see attached pictures. Quest has replaced their tubes multiples time with the same results. When asked for lot number affected and if unused product available to return for evaluation, the customer advised the issue does not appear to be isolated to a certain lot [occurring across multiple lots, no lot number provided]. They have seen this same issue from other clinics.

Manufacturer narrative:
Complaint statement (B)(6). Received 455071p ten pieces each batch: (B)(6) for evaluation. Received customer pictures. We have no further inventory of the material/batches. We have no further complaints on the material/batches. We forwarded the complaint to our affiliated production site in brazil from which we receive this product. Batch records were reviewed and no deviations were observed. Some of the customer samples were evaluated in a blood draw. Gel barriers formed correctly, and good separation was observed in the tested samples when samples were allowed to clot thoroughly and were centrifuged using recommended gbo parameters within 2 hours of collection. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. The alleged malfunction was not duplicated. Corrected data: h3: samples received; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.